Event description:
The patient received an scs system including an ipg on (B)(6) 2006. It was reported that although the patient has stimulation, she is experiencing difficulty maintaining communication with her ipg via the charging system. In an effort to resolve this matter, a spacer kit was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the new material. Further interrogation has been recommended. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.